Manufacturer narrative:
The patient¿s previous reports of gastrointestinal (gi) bleedings referenced were reported under medwatch MFR. Report # 2916596-2016-01778 (gi bleeding on (B)(6) 2016), and 2916596-2016-01536 (gi bleeding on (B)(6) 2016). (B)(4). Approximate age of device ¿ 1 year and 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital on (B)(6) 2017 after having melena for five days. The patient has a history gastrointestinal bleeding. The patient was hospitalized and was given one unit of packed red blood cells. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. The evaluation of the submitted system controller log file revealed routine power source exchanges; however, two transient low flow hazard alarms were captured on (B)(6) 2017. The pump appeared to be operating as expected. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.